Event description:
Boston scientific crm received information that the magnet rate for this device indicated intensified follow up indication (ifi) then showed beginning of life (bol), then back again to ifi indicators on a trans telephonic monitoring (ttm) transmission. The device was explanted and returned to boston scientific. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Our post market quality assurance laboratory found that the device paced and sensed normally, communicated appropriately with the programmer and passed all manual electrical measurements. Based in this, our analysis concluded that this device exhibited normal function during testing.